Event description:
After breast implants, I suffered from: hair loss, autoimmune disease, food allergy (gluten, nuts, dairy), unbearable joint pain, brain fog, blurred vision, severe gut problems/pain, anxiety, chest pain. Breast implants are toxic! Over 100,000 women suffer from side effects that should be disclosed in plastic surgeon offices!